Manufacturer narrative:
Supplemental medwatch has been created as the unknown healing collar that was used to remove the implant has been identified as a hc335 and investigation/pce results have been received. Product evaluation: one imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual inspection of the as returned product identified that the implant drive feature is damaged and seized with a fractured portion of the healing collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 13 (universal) and used for approximately 7 months. The healing collar is noted to have been used to extract the damaged implant. The reported event could not be recreated due to the nature of the dental device and event (damaged). DHR review: DHR review was completed for the subject lot number 1226641. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1226641) for similar event (category keywords: damaged threads) and no other complaint was identified. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged implant threads) or product (tsvtb13). Therefore, based on the available information, device malfunction has occurred for both devices. The healing collar is noted to be fractured and stuck in the implant. The reported event was confirmed. Sections updated: b4; date of this report b5: previous description submitted under MFR #0002023141-2021-00156-1 indicated the healing collar used to remove the implant was unknown. It has now been identified during investigation as a hc335. G3: date additional information received g6: type of report and follow up number h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem codes h10: manufacturer's narrative

Event description:
Please see h10.

Manufacturer narrative:
Supplemental medwatch created as investigation of the product, found a fractured and stuck healing collar inside of the implant. Customer confirms they were aware of the fractured/stuck healing collar as they used it to assist in the implant removal which is how the healing collar became damaged. The implant threads were already damaged at the time they were attempting implant removal.

Event description:
It was reported that the implant was being removed due to the implant threads becoming distorted. While attempting to remove the implant, the doctor used an unknown zimmer healing collar to assist in the removal which resulted in the healing collar becoming fractured and stuck inside the implant. No patient impact reported. Patient will not return for additional appointments.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided.

Event description:
It was reported that the implant was removed due to the implant having internal distorted threads. Patient will not return for additional appointments. Tooth #13.